Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's new implants take a lot longer to keep charge than the old implants. The patient stated that they charged the old ins once a month. Now they have to charge every day because neither ins has kept a charge since implant. The patient is always active and has the therapy on all the time. Patient services reviewed setting and programming and the patient would discuss with a healthcare provider (hcp) and manufacturer representative (rep). No symptoms were reported. No further complications were reported or anticipated. Refer to manufacturer report #3004209178-2020-07791

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there were no circumstances that led to having to charge every day. The patient indicated that she liked her old implantable neurostimulator better. The issue with having to charge the implantable neurostimulator every day has been resolved. There were no patient symptoms or complications reported.